Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced when the device was removed for expected eri. This lead tested fine with the explanted ICD, but when it was attached to the new ICD, the impedance was over 150. There were no adverse patient side effects reported.